Event description:
Information received that the brake was not holding properly. No injury reported.

Manufacturer narrative:
Technician found that the brake was not holding. Adjusted the brake and performed function check to resolve this issue. Stretcher found in emergency room.